Event description:
It was reported the valve was functioning fine until twelve years postoperatively, when the patient underwent an MRI scan. During the procedure, the patient complained of chest pain. An echo was conducted and the valve was observed to be malfunctioning. The valve was explanted and during the explant procedure, the sewing cuff was found to be dehisced and a fractured leaflet was observed. The conduit was explanted and replaced with a 21 mm epic valve (model and sn unknown) sewn onto a 24mm valsalva conduit from another manufacturer.